Manufacturer narrative:
One single dpt kit was returned for evaluation. The reported event of drop in readings was not confirmed. The dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset value (-1 mmhg) also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after few minutes of use in patient, this pressure monitoring set had an unexplained drop in pressure readings. Which caused an error in examination. Additional information regarding if the patient was treated based on inaccurate values, is not available. Attempts have been made and there is currently no response. Customer wanted to perform calibration reset tests, which turned out to be not possible. There was no allegation of patient injury reported. Patient demographics were requested but are not available.

Manufacturer narrative:
Additional information was recieved from the customer on june 7th, 2021 that the incorrect value displayed was not blood pressure. The numerical value provided was 250 mmhg. The device was not able to be zeroed, as after a few seconds of attaching the device, the curve went up to 250 mmhg. The very first value displayed was 250 mmhg, as zeroing was not possible. The patient examination was postponed due to the malfunction. There was no allegation that an error message or an alarm was displayed. Additional information regarding the delay of the examination has been requested. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient injury noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.